Event description:
Additional information received noted that the device was explanted and on (B)(6) 2023. The left ventricular lead was also capped on the same date. There were no patient consequences.

Event description:
Related manufacture reference number: 2017865-2023-14085. It was reported that the patient presented during the emergency room. The patient experienced discomfort due to inappropriate shocks from an unknown cause. The physician at the emergency room noted that was an unknown issue noted on the left ventricular lead. No interventions were performed. The patient was discharged from hospital.

Manufacturer narrative:
The reported event of inappropriate therapy was not confirmed. As received a device was returned for analysis. Review of the device data showed noise on the ventricular channel. The cause of noise was determined to be due to external factors. The device behaved as expected and according to its programmed settings. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Additional information received noted that the device was explanted and on (B)(6) 2023. The right ventricular lead was also capped on the same date. There were no patient consequences.